Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, all movement on the universal surgical manipulator arm 4 (usm4) was very stiff. The customer pressed on insertion, left, right and pitch. The site undocked arm 4 and continued as a 3-armed system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: system functionality was checked upon power-up. The system initially powered on without errors. Also, the procedure was converted to open not necessarily because of the arm issue. The surgeon could not manipulate the uterus due to the patient¿s anatomy.

Manufacturer narrative:
The field service engineer (fse) went onsite and unable to reproduce the reported issue. Fse inspected the usm and manipulated in normal mode, no issues noted with stiffness. Fse inserted instruments and performed a tool check and no issues noted with stiffness. The system was verified and ready to use.